Event description:
Mobi-c p&f us : diassembly description update received on february 18 th 2019, according to the reporter : the prosthesis was fully intact but loose in the packaging the patient is doing fine. According to the reporter ,no further information is available on this case .

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Additional information was received on february 18th 2019: the prosthesis was fully intact but loose in the packaging. No photos were taken. The patient is doing fine . No further information is available. The review of the device history records did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. Based on the product history records, the review of the case and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. More information about the event or photos of the device are not available's. According to the reporter description , as mentioned in the surgical techniques ( step 9) it is normal to have a little movement in the implant attachment to the peek cartridge, particularly in the superior endplate the investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempts have been made to get more information. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Discarded by hospital.

Event description:
Mobi-c p and f us : disassembly. Implant shifted laterally after released. Was loose in packaging prior to insertion. Implant was discarded per hospital.